Event description:
On (B)(6) 2008 the patient reported that his infusion device keeps restarting. He changed the battery and the infusion device would not turn on. He changed the battery again and the infusion device displayed the low battery alert. He was advised to use a new battery cover. Upon follow up on (B)(6) 2008 the patient stated that he replaced the battery and battery cover and the infusion device is beeping with black lines across the display. He switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.